Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Three bursts of anti-tachycardia pacing (atp) and three shocks were delivered in response to a ventricular tachycardia (vt) rhythm that appeared to be driven by a supraventricular tachycardia (svt). Technical services (ts) provided reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.